Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # 17288807m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a left ischemic ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and noticed a physical damaged. During procedure, multiple attempts were performed in order to cross the aortic valve with the catheter. It was then noted that the catheter became damaged; it was not able to fully deflect and the coating of the device was cracked proximally from the fourth electrode. It was stated that wires may be exposed. The catheter was exchanged, the procedure was continued using the transseptal approach. There was no patient consequence. There was no difficulty removing the catheter from the patient¿s body. Due to the loss of integrity of this catheter and wires may be exposed, this event is being reported.

Manufacturer narrative:
The bwi failure analysis lab received on september 23, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a left ischemic ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and noticed a physical damaged. During procedure, multiple attempts were performed in order to cross the aortic valve with the catheter. It was then noted that the catheter became damaged; it was not able to fully deflect and the coating of the device was cracked proximally from the fourth electrode. It was stated that wires may be exposed. The catheter was exchanged, the procedure was continued using the transseptal approach. There was no patient consequence. There was no difficulty removing the catheter from the patient¿s body. Due to the loss of integrity of this catheter and wires may be exposed, this event is being reported. Upon receipt, the catheter was visually inspected and t-bar was found at the peek housing/lumen transition covered by pu application. Reddish material was observed in the area as well. Per deflection complaint, the catheter was tested for deflection and the catheter failed. Afterwards per deflection failure and peek housing condition an x-ray of the catheter was taken and it was confirmed that the t bar was slid down getting caught at the transition. This condition may contribute to the peek housing damage observed due to the fact that the t-bar is applying stress at that point. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In addition, a corrective action has been opened to address and resolve this t bar issue and the peek housing issue.